Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of the leadless implantable pulse generator (ipg), the patient complained of angina and dyspnea. An echocardiogram was performed and noted that the patients ejection fraction dropped from fifty percent to eighteen percent. Stress induced cardiomyopathy was noted as a result of their procedure. No intervention was required and the patient was monitored only. No further patient complications have been reported as a result of this event.